Event description:
Information was received indicating both cadd legacy 1, mdl 6400, pumps were exhibiting ?no disposable" error. The end user had been off her IV treprostinil for at least five hours and noted changes in her breathing. It was reported the end user insisted on restarting herself on her previous dose 55 nkm. 34 mu24 hr pump rate, using 3 ml treprostinil 5 mg/ml every 48 hours due to the changes in her breathing.

Event description:
Information was received indicating both cadd legacy 1, mdl 6400, pumps were exhibiting ?no disposable" error. The end user had been off her IV treprostinil for at least five hours and noted changes in her breathing. It was reported the end user insisted on restarting herself on her previous dose 55 nkm. 34 mu24 hr pump rate, using 3 ml treprostinil 5 mg/ml every 48 hours due to the changes in her breathing.